Event description:
It was reported by the customer that a pyxis medstation es system drawer failed during a procedure. The customer stated that the malfunction occurred when user trying to issue medication to patient due to hardware failure, there was patient involvement and no delay patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failing cubies and off bus. A field service engineer reseated the row board cables at controller card. The system functioned as intended.